Event description:
I was trying to adjust my daughter's deep brain stimulator for increased symptoms of dystonia late in the evening. When I turned on the handset to adjust her settings, the communicator was no longer connected. I was prompted to reconnect the communicator by scanning or manually entering the device ID from the back of the communicator. I scanned and it did not work. I entered the device ID manually and that also did not work. I tried each of these steps a second time and it still did not connect. I called the rep and she walked me through how to reset the communicator. I had to turn off the communicator , turn off blue tooth on the handset, and then restart the communicator. After these steps, I was able to scan the qr code on the back of the communicator and reconnect the device. I was able to make adjustments thereafter. I was thankful that the rep answered after hours and talked me through it. There was nothing in the patient handbook that referenced this issue or how to trouble shoot the issue.